Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. In addition, imagery was provided for evaluation. Per imagery review, the valve was under-expanded at 26.6 mm (0.5 mm was added for the outer diameter). There was also the presence of heavy calcium on all three leaflets. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that required an intervention was objectively confirmed based on the provided medical records and imagery. The available information suggests patient factors likely contributed to the event as the medical records noted a history of hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 4 months, and 14 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, valve stenosis was observed. The patient was symptomatic with shortness of breath (sob) and bilateral lower extremity (ble) edema. Additional information was received indicating the patient was being evaluated for a possible valve-in-valve tavr. Medical records were provided for evaluation. According to the medical records received, the most recent echocardiogram performed revealed the 29 mm sapien 3 valve in the aortic position with an aortic valve area (ava) of 0.88 cm2, a mean gradient of 28 mmhg and trace aortic regurgitation (ar). The leaflets were not well visualized. There was no information provided regarding a plan for an intervention. Imagery was provided for evaluation. Per review of the imagery, the 29 mm sapien 3 valve was under-expanded at 26.6 mm (0.5 mm was added for the outer diameter). There was heavy calcium noted on all three leaflets. Subsequently, additional information was received from the fcs. Approximately 4 years, 6 months, and 8 days post tavr procedure with the 29 mm sapien 3 valve, the patient underwent a valve-in-valve tavr procedure with a 26 mm sapien 3 ultra resilia valve. The procedure was unsuccessful as it had to be aborted. At this time, there is no scheduled date for alternative approach/reintervention.

Event description:
As reported by the field clinical specialist (fcs), approximately (B)(6) post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, valve stenosis was observed. The patient was symptomatic with shortness of breath (sob) and bilateral lower extremity (ble) edema. Additional information was received indicating the patient is being evaluated for a possible valve-in-valve tavr. Medical records were provided for evaluation. According to the medical records received, the most recent echocardiogram performed revealed the 29 mm sapien 3 valve in the aortic position with an aortic valve area (ava) of 0.88 cm2, a mean gradient of 28 mmhg and trace aortic regurgitation (ar). The leaflets were not well visualized. There was no information provided regarding a plan for an intervention. Imagery was provided for evaluation. Per review of the imagery, the 29 mm sapien 3 valve is under-expanded at 26.6 mm (0.5 mm was added for the outer diameter). There was heavy calcium noted on all three tavr leaflets. Subsequently, additional information was received from the fcs. Approximately (B)(6) post tavr procedure with the 29 mm sapien 3 valve, the patient underwent a valve-in-valve tavr procedure using a 26 mm sapien 3 ultra resilia valve with a commander delivery system via transfemoral approach. The procedure was unsuccessful as it had to be aborted due to the inability to cross the original 29 mm sapien 3 valve with the delivery system. There was no patient injury. Approximately 1 month later, the patient underwent a valve-in-valve tavr procedure using a 26 mm sapien 3 valve with a certitude delivery system via transcarotid approach. The procedure was unsuccessful as it had to be aborted due to the inability to cross the original 29 mm sapien 3 valve with a guidewire. There was no patient injury. Approximately 1 month later, the patient underwent an urgent valve-in-valve tavr procedure using a 29 mm sapien 3 ultra resilia valve with a certitude delivery system via transaortic approach. The 29 mm sapien 3 ultra resilia valve was able to be implanted in the original 29 mm sapien 3 valve. There were no procedural complications, and the patient was transferred for recovery.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information received. The following sections of this report have been corrected/updated: b5 (describe event or problem) and h6 (health effect - impact code).